Event description:
New information notes the device was found to be at eri and was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a sensing anomaly was confirmed in the laboratory. Review of the programmer printouts noted noise on the atrial channel. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.

Event description:
It was reported that during follow up, review of session records revealed far p wave oversensing. The device detected the vf, but therapy was aborted. The device was reprogrammed and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.